Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not returned for analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The 90% target lesion was located in the moderately tortuous and moderately calcified distal left anterior descending artery. Intravenous ultrasound(ivus) device was unable to cross the lesion. Pre- dilatation was performed with a 2.0mm semi-compliant balloon and then ivus device eventually crossed. Because of the severe calcification, a 10/2.25 flextome¿ cutting balloon¿ was selected for use. During the procedure, on the second inflation, the pressure did not increase at 6atm. When it was removed and checked, it was noted that the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.